Event description:
It was reported that shaft break occurred. A 2.75mm x 12mm nc emerge balloon catheter was advanced dilatation. However, the shaft of the balloon snapped during insertion. Proximal and distal pieces were removed, leaving no fragments remaining inside the body. The procedure was completed with a different device. There were no patient complications reported.

Manufacturer narrative:
B3: date of event: used the first day of the aware date month as the event date as it was not provided. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Manufacturer narrative:
B3: date of event: used the first day of the aware date month as the event date as it was not provided. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Device evaluated by MFR.: fg nc emerge mr, us 2.75mm x 12mm balloon catheter was returned for analysis. A visual and tactile examination found a break at 52.9cm distal to the distal end of the relief. Visual and tactile examination of the outer and inner and mid-shaft section found no issues. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. Bumper tip showed no signs of distal tip damage. A microscopic examination of the proximal and distal markerbands identified no damage

Event description:
It was reported that shaft break occurred. A 2.75mm x 12mm nc emerge balloon catheter was advanced dilatation. However, the shaft of the balloon snapped during insertion. Proximal and distal pieces were removed, leaving no fragments remaining inside the body. The procedure was completed with a different device. There were no patient complications reported.